Event description:
It was reported that pump battery was depleting faster than normal. There was no reported impact to the customer¿s blood glucose level. Customer declined technical troubleshooting and did not provide pump serial number or event timing, so technical support could not confirm battery depletion and no further action was required.